Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested but not received to date. (B)(4).

Event description:
A healthcare professional reported that a system message related to excessive energy output was displayed during treatment. The operator was able to reset the message and complete the procedure with no pt harm. Additional info has been requested, but not received to date.